Event description:
It was reported that during surgery, it was discovered that the catheter was not going into the intrathecal space. A dye study was done that confirmed that the catheter wasn't in the space and it was replaced.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was later reported that the pump was also replaced; however, the caller stated the reason for the pump and catheter replacement was the catheter ¿wasn¿t in the right place¿.

Manufacturer narrative:
(B)(4).